Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide.  Model: ust400. 17845-5a-aw rev b 09/17.  Changing your pod.  Chapter 3 / pages 33.  Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.  Checking your blood glucose.   Chapter 4 / page 36:  warnings:   test results below 70 mg/dl mean low blood glucose (hypoglycemia).   Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia).   If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported while a patient was wearing a pod for less than an hour their blood glucose level rose to 300 mg/dl. It was reported the cannula did not deploy and it was discovered that the pink slide insert did not move into the viewing window, which indicates a failure of the needle mechanism to deploy as intended during activation. As treatment, the patient administered 5 units of insulin.

Manufacturer narrative:
The returned device was evaluated and the device was received in the not deployed state. First prime ended at 34 pulses, and the device was deactivated at 45 pulses. An 0x41 alarm was found in the data download signaling a rotational sensor error occurred. Abnormal continuity was observed in the data download. When the commutator cap was inspected, oxidation was found on multiple fingers. Trace marks were not present on the finger with the most oxidation. The device was reset before major manipulation. It was then connected to a pdm and attempted to deliver a 10-unit bolus. Delivery of insulin was stopped after an 0x42 alarm appeared.